Manufacturer narrative:
The device was received with the cannula assembly fully deployed. No timeouts or drive stalls were observed in the pod data. The data shows that the device completed both first and second primes before it was deactivated. The needle mechanism was reset using the lock-and-load fixture. Rotation of the ratchet gear deployed the needle as intended. Although no problems were found, it could not be determined when the device deployed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle deployed the cannula early.